Manufacturer narrative:
(B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 19-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from 77 and 58 mg/dl and from meter to meter comparison results of 58 mg/d using true metrix air meter and 93mg/dl using another device. The customer¿s expected fasting blood glucose test result is 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/21/2022 and test strips were opened three months prior to call. The meter memory was reviewed for previous test result history (only two results were provided): (B)(6)

Manufacturer narrative:
Sections with additional information as of 23-jun-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.